Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 35mg/dl and the sensor glucose was 119 mg/dl at the time of the incident. Customer also stated it happened on friday with her blood glucose was 35 mg/dl and pump was 75 mg/dl. Troubleshooting was declined for the low blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 59 mg/dl. Threshold/low suspend limit in sensor settings was 60 mg/dl. The sensor will not be returned for analysis.